Event description:
The patient's father reported that the patient's low battery was causing him to have more seizures. The patient's generator was replaced prophylactically. Diagnostics pre-operatively were within normal limits and the battery status indicator was 11-25%. The patient's generator will provide the intended therapy until end of service (0%), per historical hospital policy, product return is not expected. No further relevant information has been received to date.